Event description:
Customer reported a "cracked connectin hub on lipid tubing where tubing attaches to syringe". The set had been in use for approximately 2-3 hours before leaking was noted at the connection hub to a 50ml syringe. There was no pt harm; medical intervention was not required. The customer stated that no further patient/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.